Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap detached. It was reported that after placing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and pulling out the dilator, the brim cap and the end of the sheath came off. The sheath was replaced, and the procedure was continued. There was no patient consequence reported. The device was inspected and the brim cap, friction ring and the hemostatic valve were missing from the hub, however, brim cap residues were observed on the hub. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on brim cap and hemostatic valve cannot be determined, however, an internal corrective action has been opened to investigate issue. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on may 28, 2019, and it was reported that the brim cap, friction ring, and hemostatic valve were missing from the hub. The issue of the brim cap detached remains a reportable event. The issue of hemostatic valve separation and friction ring detached were assessed as reportable events. The awareness date for the new reportable issues is may 28, 2019. The device code of ¿detachment of device or device component¿ previously selected in the 3500a also applies to these issues. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions was found during the review. Manufacturer's reference : (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap detached. Initially, it was reported that after placing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and pulling out the dilator, the brim cap and the end of the sheath came off. The sheath was replaced, and the procedure was continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue of the brim cap detached was assessed as a reportable event.